Event description:
It was reported that when peeling away the opsite flexifix gentle 5cm x 5m roll some of the silicone adhesive is remaining on the backing paper. No case involved.

Manufacturer narrative:
The device intended to be uses in treatment was returned for evaluation. Establishing a relationship between the reported event. Visual inspection confirmed silicone remained on the carrier, functional evaluation confirmed reduced adherence. The root cause has been identified as raw material issue. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. Events of this nature are currently being monitored with additional actions being taken to reduce further instances, however, this investigation is now complete with no further action deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.